Event description:
"Situation: ICU medical device a-line pressure tubing set leaked when rn put connected the set to ivf in a pressure bag. Ref 46099-71, lot 14040706. Background: rn set up pressure tubing and connected to patient and noted that blood was backflowing into the set. She then realized there was a leak in the system. She disconnected the set and replaced it with another pressure tubing set which worked without issue. Assessment/recommendation: defective set. Monitor for additional malfunction sets. The leak occurred at the flush chamber just above where fluid would enter the chamber." Manufacturer response for a-line pressure tubing set, a-line pressure tubing set (per site reporter). Mailed on fedex trk# [redacted number].